Manufacturer narrative:
It was reported that a revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review could not be performed. The risk management review have been performed for the alleged failure mode. If more information is received, this investigation will be reopened. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. During the revision, the cup, head, sleeve and stem were removed. As of today, the devices used in treatment have been requested but have not become available. A review of the historical complaints data for the cup, head, modular sleeve and stem was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were identified for the cup or stem. Similar complaints were identified for the modular sleeve and head. However, as the devices are no longer sold, no action is to be taken. A search was also performed using part numbers, the reported failure modes and description summary to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints were identified for the cup. This will continue to be monitored. No other similar complaints have been identified for the head, modular sleeve or stem. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A review of escalation actions related to the products and similar complaints was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. Smith and nephew has not received device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated. B5, g1, h6, h10.

Event description:
It was reported that a revision surgery was performed on the patients left hip due to failed left total hip arthoplastly secondary to metalosis from metal on metal articulation and trunnionosis, evidence of metalosis in the left hip with both a pseudotumor and severe trunnionosis.

Event description:
It was reported that, after a bhr tha surgery had been performed in the left hip on (B)(6) 2010, the patient experienced metallosis with both a pseudotumor and severe trunnionosis from metal-on-metal articulation. A revision surgery was performed on (B)(6) 2020 to treat the adverse event. The patient outcome is unknown.